Event description:
It was reported the patient had a loss of therapeutic effect following a motorcycle accident. It was noted two days later the patient was in a lot of pain. They attempted to recharge the patient but were not sure how to do it. It was also noted the equipment was left at the hospital and the hospital cannot find it.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).